Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation observed that the row 3 keys on the keypad had an intermittent response, confirming the customer's allegation. This condition was determined to have been caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had " numbers on keypad not responding as they should. The 0, 1 and 2 are very touchy." It was also reported there was no patient injury.